Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred after use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "underfilling of 3 ml lithium heparin tubes. Lately they found several cases of under filling of tubes , from different employees and different locations. In total about 300 tubes were returned by the staff. I tested with water with the customer and concluded that the filling is probably below 90%." 300 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred after use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "underfilling of 3 ml lithium heparine tubes. Lately they found several cases of under filling of tubes , from different employees and different locations. In total about 300 tubes were returned by the staff. I tested with water with the customer and concluded that the filling is probably below 90%." 300 occurrences were reported.